Event description:
Patient required revision of left hip for dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the patient has (B)(6) and the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
Patient required revision of left hip for dislocation.